Event description:
The customer was hospitalized for high blood glucose. Suggested customer to take manual injection as per md protocol. Troubleshooting was performed. The programming and bolus history were correct. The customer stated that he can not see the initial mark on the lead screw and hence testing could not continue.